Event description:
The patient has two leads (from the same lot) for off-label use. It was reported the patient has lost stimulation. Allegedly, both leads have migrated. The patient is scheduled to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.